Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded. Contrast medium and blood was observed inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and the crimped diameter is still in specification. The distal balloon shoulder shows a damage in the shape of a small tear directly on the distal end of the distal x-ray marker. This tear is reaching through the wall of the balloon shoulder, causing a leakage. However, the cause of the damage of the balloon shoulder could not be clarified. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a predilated lesion with 90 percent stenosis degree in the already stented rca. The balloon of the complaint orsiro mission probably burst when it came in contact with the first stent. The device was withdrawn without any problems and two new stents were implanted.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is still well folded. Contrast medium and blood was observed inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and the crimped diameter is still in specification. The distal balloon shoulder shows a damage in the shape of a small tear directly on the distal end of the distal x-ray marker. This tear is reaching through the wall of the balloon shoulder, causing a leakage. However, the cause of the damage of the balloon shoulder could not be clarified. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.